Event description:
The patient reported that after a battery change, the keypad buttons were not responding to button presses. The patient reportedly tried replacing the battery and the pump buttons were working normally. The patient confirmed that the keypad was intact. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
(B)(4): the keypad was found to be lifting near the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The keypad buttons were found to be responsive and had normal spring back. The keypad cover was removed and no issues were found with the key contacts. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.